Event description:
It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) experienced an optical sensor error and was unable to calibrate the sensor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(event site telephone, event site email), g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed full checkout and was unable to reproduce any issues with fiber optic. The balloon may not have been fully seated and caused an error. Code 57 - auto failure occurred after the iab was disconnected. Time stamps in last alarms logs: (B)(6) 2025 12:22:00 iab disconnected, (B)(6) 2025 12:22:28 autofill failure. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Corrected fields - e1(initial reporter).